Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The nurse visibly observed blood leak into the dialyzer. Test strips were used to confirm but registered negative for blood. The machine did not alarm. Patient was removed from machine and patient's blood was not returned. Estimated blood loss was 150 cc's. Patient had no adverse effects and no medical intervention was required. Sample has been discarded. Additional attempts to the customer have been made with no additional information provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.